Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as itching and bruising underneath all electrodes, but no broken skin. There was no alleged device malfunction. The patient's physician recommended he apply some water-based cortisone cream to the affected area. The patient reported that the irritation had cleared up with use of the cream.